Event description:
A customer reported experiencing a cgm error 42 with their pump, which was encountered three or more times without resetting in the past 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to store the pump and return it using a pre-paid label. The customer acknowledged and understood these instructions.